Manufacturer narrative:
Type of reportable event: dislodgement with no known intervention. The device was not returned for analysis. The analysis is, therefore, based on the inspection of the quality documents accompanying this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device mfg.

Event description:
Boston scientific crm rec'd info that this right atrial lead had lost capture and was not sensing appropriately. The lead was found to be dislodged. No pt symptoms were indicated at this time. To date, there have been no adverse pt effects reported. At this time the product remains in service. If additional info becomes available this event will be updated as necessary. The type of intervention performed, if any, is unk.